Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Pressure test and clear passage under water was performed and a leak was observed in the y-site. Functional flow rate testing was also performed and it was determined that circumference of the housing is incomplete. The reported condition was verified. The cause of the reported condition was a manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified access primary tubing set was leaking from the distal port area. The leak was discovered during patient infusion while the tubing was primed with normal saline. There was no patient injury or medical intervention associated with this event. No additional information is available.